Event description:
It was reported when using the bd pyxis¿ medstation¿ es, drawer was failed to open. The customer reported that the malfunction resulted delay in dispensing of the medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer 5 failed due to a missing magnet on the latch. A field service engineer replaced the latch and inventoried the drawer. The system functioned as intended after the field service engineer repaired the device.